Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found during manufacturing. The device has been previously serviced for the reported condition of "fc808:02".

Manufacturer narrative:
The condition of failure code 808:02 was confirmed through the event history and was found to be due to a defective pump head module. The pump head assembly was replaced to correct the condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02 on channel a, interrupting delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available